Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The hp cable harness was pinched, restricting water flow, it have been fixed to meet specs, no other faults found.

Event description:
While using a cavitron g310, the handpiece was heating up. Upon evaluation, it was found that the handpiece cable harness was pinched, therefore restricting water flow; no injury resulted.